Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "loosening". Note indicates "loose distal femur. Mets stem and ha side. Plates x2 to connect mets.